Manufacturer narrative:
Duragen was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. However, csf leak is a known complication of the procedure and a known complication of using duragen. The instructions for use (IFU) currently addresses possible complications such as csf leaks. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that cerebrospinal fluid (csf) leakage was noted using duragen (id4501i) during a retrocranial decompressive craniectomy procedure. It was subsequently removed on the same day ((B)(6) 2021) and an artificial dura mater from another manufacturer was implanted. Additional information has been requested.